Event description:
It was reported that a patient who was ablated for afib on (B)(6) 2012 and discharged home, the patient was readmitted to the hospital on (B)(6) 2012, for possible complications and subsequently died on (B)(6) 2012. Post mortem autopsy showed a "large esophageal fistula" related to the afib ablation. Supportive care was provided prior to death along with performance of a CT scan and egd to evaluate for possible cva and esophageal fistula.

Manufacturer narrative:
The concomitant products: lasso sas: model # d-1312-02-s, lot # unknown (disposed). Webster 20 pole: model # d-1171-35-s, lot # unknown (disposed). Soundstar: model # m-5723-05, lot # unknown (disposed). Carto 3: model # m-4800-01, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). (B)(4).